Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the pt returned after surgery with symptoms of shunt overdrainage when standing up. The neurosurgeon confirmed that the icp dropped down to negative numbers just a few minutes after the pt stood up. The device was explanted and changed for another product.